Event description:
Dealer says the headtube is welded wrong causing the chair to pull to the right. They want a new chair.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.